Manufacturer narrative:
Device not returned. Additional manufacturer narrative: on (B)(6) 2011, the surgeon responded indicating that the device is not available for return as it was discarded at the hospital, citing "no special reason for return." He also indicated that this explant was not due to a device malfunction but due to patient factors. He also indicated that the operative report was not available for this surgery. No additional patient related information is available. A device history record review is in progress.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint. The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of 6 years and 16 days (72.53 months). On (B)(6) 2011, a response was received from the surgeon indicating that the device was explanted due to calcification.